Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pumps disposable not properly attached. No patient injury reported. No additional information is available.